Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was charging the ipg for an extended period of time. It was also state that the patient was experiencing inadequate stimulation. The patients ipg was replaced and the explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient was charging the ipg for an extended period of time. It was also state that the patient was experiencing inadequate stimulation. The patients ipg was replaced and the explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the patient was doing well postoperatively.